Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es otw balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole at the distal edge of the markerband was revealed. There was rippled/pulled material to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. Following the insertion of a non-bsc guide wire, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated twice at an unknown pressure. However, upon the third inflation, the balloon ruptured at 12 atmospheres. The device was removed without any segment detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. Following the insertion of a non-bsc guide wire, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated twice at an unknown pressure. However, upon the third inflation, the balloon ruptured at 12 atmospheres. The device was removed without any segment detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.